Event description:
It was reported that during a hemiorrhoidectomy procedure, staple was unshaped. Remaining tissue was dissected by scissors. Additional suturing was performed. There were no adverse consequences to the patient.